Event description:
It was reported by a company representative that he was having some issues with his handheld device. He tried programming his demo generator to 1.75 ma and 3.0 minutes off; however, whenever he would interrogate the generator, the settings were 1.25 ma and 60 minutes off. He repeated the programming and interrogating steps and the issue did not resolve. A new handheld was sent to the representative and the issue resolved. The old handheld has been returned to the manufacturer for device evaluation; however, it has not been completed.